Event description:
Resident was transferred on to tub bath chair and safety belt was then attached. Patient leaned forward, safety device came undone allowing patient to fall to the floor. He had surgical repair of fractured hip. Investigation was done and clamp for safety belt was put together incorrectlydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: manufacturing. Conclusion: device failed during assembly, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.